Manufacturer narrative:
Onsite investigation was preformed and the field representative reported that after unplugging the axiem box and starting up the system, they were able to successfully navigate the ent and cranial applications without issues. They then plugged in the axiem box and still were able to navigate without issue. Suspected communication issue via the axiem box. The representative will continue to monitor as the issue was resolved by preforming this fix. No parts were replaced or returned and no further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the navigation system was showing that the emitter was not working and when they tried to troubleshoot; the system became unresponsive. They pressed ctrl+alt+backspace and when it started back up again they were able to enter the cranial software, but at the surgeon screen; the system became unresponsive again. This happened multiple times. They then rebooted and went into the spine application. They were able to click through the software without any issues. They then went into the ent application and the software became unresponsive when they got to the 'select surgeon' screen, just like it had in cranial application. This occurred at the end of a case when the surgeon was no longer using navigation so it did not impact the case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.